Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l34869, implanted: (B)(6) 1995, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 02-jan-1997, UDI#: (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity. It was reported that they suspected there was a catheter issue; however, it was unknown if a catheter event was confirmed. The date of the event was unknown. The company representative was at a dye study and the patient was described as being allergic to iodine. They were calling to ask what else they could use other than omnipaque. Intrathecal dye considerations were reviewed at the time of the report. It was later further reported on (B)(6) 2019 that the patient had a catheter access port (cap) dye study performed and the contrast used was gadolinium. The results of the test were negative. The reason for the performing the contrast study was the patient having increased tone. There were no pump alarms as per the pump logs. They were unsure if there was a volume discrepancy as it relates to the reservoir volume. The company representative had no further history. No further patient complications have been reported as a result of this event.